Event description:
It was reported after 15 hours of intra-aortic balloon(iab) therapy, the console generated a leak in iab circuit alarm and blood was found in the tubing. The balloon was removed. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record # : (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter. The extender tubing and pressure tubing were also returned. A catheter tubing/inner lumen kink was observed at approximately 58.4cm from the iab tip and an additional catheter kink was also observed at approximately 61cm from the iab tip. Lastly, the extracorporeal tubing was returned cut at approximately 37.3cm from the iab tip. The missing piece of the tubing was not returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed and one leak was detected on the membrane approximately 1.8cm from the rear seal and measuring approximately 0.04cm in length. The evaluation confirmed the reported problem which was most likely triggered by the leak found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark caused by a calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported after 15 hours of intra-aortic balloon(iab) therapy, the console generated a leak in iab circuit alarm and blood was found in the tubing. The balloon was removed. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: changed device available for eval? No to yes. Return to manufacture date - 04/07/2020. Evaluation result codes updated & evaluation conclusion codes updated. Updated device not eval provide code. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint #: (B)(4).

Event description:
It was reported after 15 hours of intra-aortic balloon (iab) therapy, the console generated a leak in iab circuit alarm and blood was found in the tubing. The balloon was removed. There was no reported injury to the patient.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported after 15 hours of intra-aortic balloon(iab) therapy, the console generated a leak in iab circuit alarm and blood was found in the tubing. The balloon was removed. There was no reported injury to the patient.